Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had an alert for high out of range impedance spikes greater than 2000 ohms. The system remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).